Event description:
The customer reported via phone call that they had battery issues with their insulin. The customer reported the battery life would be diminished after half an hour of use. The customer also reported experiencing a blank display. Customer has gone through four batteries since the previous night. The customer's blood glucose was 157 mg/dl. The customer stated there was no physical damage present on the insulin pump. Customer also reported exposing the insulin pump to moisture from ice water. The customer stated they had put the insulin pump into a cooler to keep the insulin cool. Customer stated the insulin pump was exposed to fluid with no moisture visible in the insulin pump. The customer stated they would call back to complete troubleshooting. The insulin pump will not be returned for analysis at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.